Event description:
A site reported to rxsight that the trailing haptic of the light adjustable lens (lal, sn (B)(6) +16.5d) was damaged during delivery, leading to removal of the lal. After removal, the eye was initially left aphakic due to the presence of anterior chamber blood. A secondary procedure was completed on (B)(6) 2024 and a second lal was implanted in the sulcus due to zonular dehiscence. Rxsight's first awareness of this event was on 03/13/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).